Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of blood glucose of 108 to 450 mg/dl and that this is high for the customer. Troubleshooting found that the cannula was bent. Customer treated with an insulin pen and indicated that emergency services came to her home and administered an IV drip. Customer indicated that they would mail back 2 infusion sets. No further details given.